Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the receiver was working but not consistently. Additionally, it was stated that the receiver was exposed to water damage. No additional event or patient information is available. The complaint device was not returned. It should be noted that the user guide states: keep the usb port cover on the receiver closed whenever the usb cable is not attached. If water gets into the usb port, the receiver could become damaged and stop displaying readings or providing alerts, and you might miss a low or high blood glucose value. However, the complaint cannot be confirmed. A root cause cannot be determined.